Manufacturer narrative:
The meter was returned. The test strips were not returned. The returned meter and master lot strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.1 inr. Donor #2 inr: 2.3 inr. Donor #1 hct: 47%. Donor #2 hct: 48%. Donor #1: master lot: 2.1 inr. Donor #1: master lot strip and customer meter: 2.1 inr. Donor #2: master lot: 2.2 inr. Donor #2: master lot strip and customer meter: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. No information was provided in the complaint case that would point to a cause for the discrepant results. A specific root cause was not identified for this event. Additional information was requested for investigation but was not provided.

Manufacturer narrative:
(B)(4)

Event description:
The customer complained of erroneous inr results for 1 patient tested on coaguchek xs plus meter with serial number (B)(4) compared to a laboratory using the dade innovin method. The patient was tested on the meter at approximately 9:30 a.m. With a result of 2.5 inr. Blood was drawn for a laboratory test at approximately 10:43 a.m. The patient was sent home with no treatment as the result from the meter was within his therapeutic range of 2.0 ¿ 3.0 inr. Later the same day, the laboratory returned a result of 1.9 inr. The patient was advised to return that evening to receive lovenox injections. No adverse event occurred due to the delay in lovenox injections. The patient is in stable condition. The patient is not anemic and does not have polycythemia. It is not known if the patient has a history of antiphospholipid antibodies. The patient has had no changes in diet, medications or illnesses. The patient has no unusual bruising or bleeding. The meter and test strips were requested for investigation. Relevant retention test strips (lot 168936-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable